Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had unexpected restart. Customer stated that the alarm occurred after battery change. The device will not be returned for analysis.